Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. Fse cleaned the ports and found no blockage or any residue. Fse replaced the ise valves v6 and v10 to resolve the issue. (B)(4).

Event description:
The customer reported to beckman coulter (bec) customer technical support (cts) that their unicel dxc 600pro system leaked fluid from the ion selective electrolyte (ise) cup. The issue was referred to a bec field service engineer (fse). The customer stated that the leak was uncontained to the instrument. The operator was wearing personal protective equipment and no injury or exposure was reported. No erroneous results were generated.